Event description:
It was reported to baxter canada that a colleague infusion pump experienced failure code 808:02. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.63.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:02 confirmed during product evaluation. The root cause of the reported problem was determined to be defective pump head module. Appropriate action was taken to correct the reported problem by replacing the pump head module.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated onsite at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.